Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm and insulin was "squirting out" during the manual prime process. The customer's blood glucose value was 157 mg/dl. The customer stated that drive support cap was protruded. The insulin pump will be returned for analysis.